Event description:
It was reported by the pt that on (B)(6) 2009, he experienced fluctuating hearing sensations for the first time. While listening to music, he suddenly heard softer. External parts have been exchanged twice, however, without success. No fall or accident was reported. Since (B)(6) 2009, impedances have been unremarkable. However, testing was carried out on (B)(6) 2009, which indicated that the device has malfunctioned. The pt was re-implanted on (B)(6) 2009.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.